Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the device was not implanted.

Event description:
Healthcare professional reported "the outside wrapper wasn't coming off and was stuck to the product¿. The device was not implanted. The implant didn't make contact with the patient. The surgery was completed with a backup device.

Event description:
Healthcare professional reported "the outside wrapper wasn't coming off and was stuck to the product¿. The device was not implanted. The implant didn't make contact with the patient. The surgery was completed with a backup device.

Manufacturer narrative:
Correction to h6 adverse event problem in the initial medwatch: un-reporting f1205 temporary impairment as it does not apply. No patient contact was made. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ tyvek or thermoform sticking: observed delamination of outer lid. As per the investigation procedure observed assessed as intact and functional was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.